Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Rep reported they are waiting on the engineers to find the cause from the file. The issue is not resolved.

Event description:
Additional information was added to this complaint event. On 2023-oct-03, information was received from a patient (pt) regarding an external device. The reason for call was pt reported they didn't think their device was still working and they had their pain return over the weekend when the charging issues began; issue began 'probably' on saturday. Pt stated when trying to charge the implanted neurostimulator (ins), the controller would say ins was at 100% and then they would unplug the recharger and it would say that it wasn't charged and there was nothing on the screen. Pt said when they went to recharge the controller, the battery would be at 30% and when they unplugged recharger again, the screen would say 'nothing was there'. Agent had pt reset the controller by plugging into ac power without li battery pack; screen came on.pt confirmed green light flashed when li battery was reinserted. Pt confirmed no damage to controller compartment. Pt started a charging session of the ins and reported recharging excellent, which they said hadn't been displaying previously, and green light was flashing. When they viewed home screen, displayed 'battery empty' and agent reviewed information, wouldn't update until at least to 30%. The troubleshooting steps that were taken on the call appeared to have resolved the issue. Pt called back and reported after ~1 hour of charging ins, their ins still didn't truly increment up. Pt confirmed there was no visible damage to controller port and said controller had been taking charge normally from ac power, but seemed to drain quickly while trying to charge ins. Pt said they had been up since 2am in pain without use of stimulation. Rep met with patient and she was able to use her recharger and controller in various combinations with patient's equipment, but she was not able to reproduce what patient experience. Ts suggested staying the course with rtm replacement for now. On 2024-jan-12 the recharger was returned for analysis.

Manufacturer narrative:
H3: product ID 97755-s serial# (B)(6) product type recharger. An in-house finding (poor recharge quality message) was observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97745nt lot# serial# (B)(6), product type. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Manufacturer representative (rep) reported that the patient implantable neurostimulator (ins) would be explanted and replaced with a new intellis battery at burnsville surgery center. The explanted device would be returned.

Event description:
Analysis on the returned external device had been performed. The implantable neurostimulator (ins) had been returned and analysis is pending.

Manufacturer narrative:
Continuation of d10: product ID 97745nt serial# (B)(6). H3: analysis on the external device (97745nt intellis controller s/n (B)(6)) found no anomalies. Analysis on the implantable neu rostimulator (ins) is currently pending. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Standard session report found preliminary results for the implantable neurostimulator (ins). The ins had high impedance across electrodes 0 to 15 and the device battery had depleted to the point of therapy unavailable.

Manufacturer narrative:
Continuation of d10: product ID 97745nt lot# serial# (B)(6), product type. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). Mdt rep. Called back and reiterated details of case. Mdt rep. Said they used the pt's controller to charge the ins and the controller charged the ins very slowly and only charged the ins with good connection. Charging took a very long time. Mdt rep. Switched controllers and the charge speed increased dramatically and ins was charging as expected. Mdt rep. Added that "the recharging speed and voltage were not lining up." Mdt rep. Was able to charge the ins to 100% with the other controller without issue. Engineering reviewed issue and proposed trying a recharge session in speed 3 starting with discharged ins (no therapy available) to a fully charged ins (at 100% and finished status) to see if this would resolve issue. It was noted they have done this already with patient a few times in clinic with speed 4 and this hadn't resolved the issue so far. Also reviewed trying disable - reenable feature with ins (this hasn't been tried yet). Emmy is going to discuss options with patient. They are also considering replacement of ins. Tss will send warranty information to field reps. Engineering reviewed issue and proposed trying a recharge session in speed 3 starting with discharged ins (no therapy available) to a fully charged ins (at 100% and finished status) to see if this would resolve issue. It was noted they have done this already with patient a few times in clinic with speed 4 and this hadn't resolved the issue so far. Also reviewed trying disable - reenable feature with ins (this hasn't been tried yet). Emmy is going to discuss options with patient. They are also considering replacement of ins. Tss will send warranty information to field reps.

Manufacturer narrative:
Continuation of d10: product ID 97745nt serial# (B)(6): product type medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Analysis determined that the implantable neurostimulator (ins) was functional. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that the patient could only achieve a fair connection, in order to charge they had to have their husband press the charger against the ins. They were unable to achieve a better connection. It was found that the ins was tilted under the skin. The ins was revised to lay flatter. Further information received from the manufacturer representative reported that over the weekend the patient could charge with excellent coupling status and they were able to get the ins battery level to 100% charged. When recharger is disconnected the controller displayed ins battery level is 40%. The caller confirmed that the recharge speed is set to 4. The caller indicated that during the office visit with the patient, when they attempt to charge the ins battery level shows that it is 40% charged. When they connect to the ins with the recharger disconnected, the controller displays that the ins red battery level indicator (0-9% charged) and screen 81 when the controller is initially unlocked. The controller battery level was 90% charged. The caller indicated that they attempted using two controller and two rechargers. The caller said that the patient's controller does not connect to the ins as quickly as the second controller. The caller was not able to connect to the ins with the clinician tablet, it displayed a message that the ins battery was depleted so a session could not be started. The caller ran the disable device function and then tried to connect to the ins with and without the recharger connected. The caller indicated that in both instances the battery level was showing the red ins battery level indicator. The issue was not resolved through troubleshooting. The caller was going to continue charging with the patient and try to interrogate with the clinician application. Further information from the rep said they used the patient's controller to charge the ins and the controller charged the ins very slowly and only charged the ins with good connection. Charging took a very long time. Rep switched controllers and the charge speed increased dramatically and ins was charging as expected. Rep added that "the recharging speed and voltage were not lining up." Rep was able to charge the ins to 100% with the other controller without issue. It was noted that the implant was only holding a charge for 16 hours. When the patient had charged up one day the remote said finished, but when they turned on the ins the battery level went down to empty.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: product ID 97715, serial# (B)(6) was returned for product analysis. Analysis found the stimulator battery electrode weld was electrically open. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.